Event description:
(B)(4). Dealer states the main shroud on base is cracked. The service light came on. Dealer troubleshot with tech and will have customer reset the lift. Dealer hung up before being transferred to complaint team. No additional information available.